Event description:
It was reported that during a pretest in the operation room, water back flowed from the inflation valve and leaked. There was no balloon tear/rupture. No materials possibly came into contact with the catheter and the catheter was inserted by hand. As per the additional follow up information received via ibc on 24mar2023, stated that the event was just a leak issue during pretest and there was no resistance reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation noted received a 2-way catheter with cut portion of inlet tubing and a syringe. Inflated balloon with 10 ml of solution and the catheter rested with no leaks noted and no backflow noted. DHR review is not required as the reported event is unconfirmed. Labelling review is not required as the reported event is unconfirmed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the actual/suspected device was inspected.

Event description:
It was reported that during a pretest in the operation room, water back flowed from the inflation valve and leaked. There was no balloon tear/rupture. No materials possibly came into contact with the catheter and the catheter was inserted by hand. As per the additional follow up information received via ibc on 24mar2023, it was stated that the event was just a leak issue during pretest and there was no resistance reported.